Event description:
Per call: customer stated that the bed hi/lo function will not work. Also, stated that when trying to lower the head and foot sections of the bed sometimes they will lower and sometimes they will not. Stated that they have tried a new outlet and that did not correct the issue.

Manufacturer narrative:
Per call: customer stated that the bed hi/lo function will not work. Also, stated that when trying to lower the head and foot sections of the bed sometimes they will lower and sometimes they will not. Stated that they have tried a new outlet and that did not correct the issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.